Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric, and 90% stenosed right coronary artery. Pre-dilatation was performed 3 times and the 3.0 x 28 mm xience v stent delivery system was advanced; however, the delivery system stuck and could not cross the lesion. The catheter was pushed and pulled and after several attempts it was successfully removed from the anatomy. After removal there was a kink found in the distal shaft approximately 20 cm proximal to the distal end of the catheter. A xience v of the same size was deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method. Guide wire: runthrough, bmw universal ii, guide cath: profit jr4.0. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the (B)(4) xience v everolimus eluting coronary stent system instructions for use states should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit.